Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had a hip revision. Patient dislocated so the doctor decided to explant the cup and liner and implant a competitive cup and liner.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown shell was reported. The event was confirmed following a review by a clinical consultant. Method & results: -device evaluation and results: not performed as the reported device remains implanted. -medical records received and evaluation: a review of the provided x-rays and medical records by a clinical consultant concluded that cup malposition in low inclination and superficial cup position has caused impingement with dislocation requiring at first a closed reduction but due to recurrent instability ultimately a complete cup exchange. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown.. Conclusions: a review by a clinical consultant concluded "cup malposition in low inclination and superficial cup position has caused impingement with dislocation requiring at first a closed reduction but due to recurrent instability ultimately a complete cup exchange."

Event description:
Patient had a hip revision. Patient dislocated so the doctor decided to explant the cup and liner and implant a competitive cup and liner.